Event description:
It was reported that the patient was in a car accident and the seatbelt bruised over her generator site. Ap chest and lateral chest x-rays were received and reviewed. Generator placement was assessed to be normal and based on the images provided, the feedthrough wires were intact, and the pins could be visualized to be not fully inserted due to the back of the pin being visualized. The lead was visualized in the chest but due to the quality of the image, the lead strain relief and tie down placement could not be assessed. A portion of the lead was visualized to be behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead and none were noted. Based on the x-rays received, incomplete pin insertion can be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The cause of the reported events, bruising and voice alteration cannot be confirmed. Information received from physician stating they were able to interrogate and impedance was ok and stated that the patient is experiencing intermittent stinging pain at the incision site. Additional information received from surgeon and physician stating that they would possibly move forward with generator replacement and check all components but will talk to patient first as patient is currently doing well for seizure control on vns. It was later reported that patient was scheduled for surgery due to high impedance. It was later reported that the reason for generator replacement was due to pain and allodynia at generator site. X-rays demonstrated pin dislodged though impedance good. The intervention was both to preclude serious injury and for patient comfort. The explanted generator was received for product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis (pa) for the explanted generator was completed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench in-line lead fully inserted into the pulse generator header, past the negative connector block in lab conditions. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.